Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Performed functional test and visual inspection and found latch lock was not changed. The customer's reported problem was duplicated. Replaced latch lock sensor and latch lock to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that latch alarm was not registering. There was no patient involvement.